Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen font was too small to read even with reading glasses. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.